Event description:
It was reported that the customer's insulin pump had error alarms, and the insulin was squirting out during manual prime. It was stated that the piston continued moving forward after the reservoir contacted and insulin squirted out. It was stated that the numbers did not appeared on the screen. It was stated that the insulin pump was not beeping, and could not get out of the prime mode. It was stated that the customer tried with different infusion set without results. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a loose motor support disk. See scanned page.